Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the hemodialysis catheter had a failure. It was mentioned that there was bleeding at the application site, breakage of the guide wire, and inadequate flow of blood supply. The use of the product followed the instructions of the manufacturing service and there were no product changes. There was no reported patient outcome.